Manufacturer narrative:
Additional information received from the customer reporting that the unit failed during routine inspection and not while in use with a patient. One cadd legacy 6400 pump was returned for analysis. The event history log was reviewed indicating that error code 1870 and 1871 occurred. Functional testing performed; confirming complaints. The pump was found to be displaying "1870" error code message on power up during functional testing. The pump then went into an error code "1871" alarm message as it was priming. A piece of the housing chipped off and the motor was then operating without issue. Based on the evidence, the allegation was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical pump has error code 1870 and will not run. There were no reported adverse events.